Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information: did tissue pad detach or fall off of device? Or did tissue pad only lift up off of device (but was still attached and hanging from device)? What is the correct lot number as number provided, np93k9h, was an invalid lot number (should be 6 digit letter/number combination)? Was there any patient consequence (as attached complaint form has conflicting information regarding patient consequence/adverse event)? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hysterectomy for endometriosis procedure, the teflon of the clamp dislocated. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Batch # p93k9h. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned. It also had evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was also connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.